Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ ii insulin syringe stopper separated from the plunger. This occurred on 30 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: plunger and rubber stopper separation. While a physician was withdrawing the plunger, it was separated from the rubber stopper. The same case is happening continuously and hcp's complaints getting worse. When bd associate tried, it seems like that the rubber stopper was stuck inside of the barrel.

Event description:
It was reported that bd ultra-fine¿ ii insulin syringe stopper separated from the plunger. This occurred on 30 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: plunger and rubber stopper separation. While a physician was withdrawing the plunger, it was separated from the rubber stopper. The same case is happening continuously and hcp's complaints getting worse. When bd associate tried, it seems like that the rubber stopper was stuck inside of the barrel.

Manufacturer narrative:
Investigation summary: customer returned (30) loose 1cc syringes. Customer states that the plunger separated from the stopper. All returned syringes were examined and 28 out of 30 samples exhibited the stopper separated from the plunger rod. A review of the device history record was completed for batch # 7275530 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 15jul2019, holdrege received (31) 1.0ml, 31g, 8mm syringes from lot #7275530. All samples were decontaminated per hstr-17 and hqa-68 prior to evaluation. Visual inspection of the syringes found no defects on the plunger rods or the stopper. Plunger rods were reinserted into the stopper and with slow movement the plunger was exercised without separation. If exercised quickly the initial breakout force would cause separation of the plunger rod and stopper. There were no quality notifications or maintenance dispatches for dry barrels or insufficient lubrication. Unable to determine root cause. Complaints received for this device and report condition will continue to be tracked and trended. Information will be captured and trend on reports monitored."